Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion out of the box. It was not used, and will be returned for analysis.